Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 198-199 mg/dl.

Manufacturer narrative:
Device not returned.